Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: user facility medwatch report# 4500440000-2023-8059.

Event description:
User facility medwatch report (4500440000-2023-8059) received stating: nc trek coronary dilatation catheter 5.00 lot #: 20609g1, exp date: 05/31/2025, balloon detached from deployment catheter, the surgeon used a snare to remove it and inspected and verified to be intact. Subsequent to the user facility medwatch report, the following information was provided: there was no resistance during advancement and removal. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint; however, the reported patient effect of unexpected medical intervention appears to be related to circumstance of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. D9, h3: device returning updated from yes to no.